Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 2mm x 40mm x 145cm coyote es balloon catheter was advanced for dilation. However, during first inflation at 6 atmospheres, the balloon ruptured. The device was removed and completed the procedure with a different device. There were no patient complications reported.

Manufacturer narrative:
(B)(6).